Event description:
It was reported that in (B)(6) 2014 a part of the patient¿s device was replaced. The patient did not know what or why the part was replaced. It was later reported by the manufacturer representative that the surgery in (B)(6) 2014 was not related to their device but was due to an unrelated medical condition. The manufacturer representative was unaware of any of other procedures that may have been performed on the device.

Manufacturer narrative:
Concomitant products: product ID 37712, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).